Manufacturer narrative:
Additional information: section d. 6b. Advanced bionics considers the investigation into this reportable event as closed. External equipment was exchanged and the recipient's issue reportedly resolved. The recipient resumed device use and will be managed per center protocol. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a sore near the implant site. The recipient was instructed to cease device use and was prescribed both topical and oral antibiotics.